Manufacturer narrative:
The hill-rom technician found the brake caster not holding due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the patient right head brake caster is not holding. The bed was located at the hill-rom service center not in use. There was no patient/user injury reported. (B)(4).